Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. On (B)(6) 2016 pathology test revealed, uterus, cervix, hysterectomy: chronic inflammation. Uterus, endomyometrium, hysterectomy: proliferative endometrium, myometrium with no histopathologic abnormality. Concurrent conditions included body mass index normal, joint dysfunction, arthritis, sciatica and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol;levonorgestrel (aviane) and norethisterone (micronor). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), 1 year 1 month after insertion of essure. In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2011, the patient experienced dermatitis allergic ("allergic reactions/rashes on my face and arms/rashes on jaw line and arms"). In 2011, the patient was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain") and experienced nausea ("nausea") and fatigue ("fatigue"). In 2012, the patient experienced tooth disorder ("dental issues/dental problems"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyschezia ("painful movement in bowels"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), abdominal distension ("swollen abdomen/bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("random stomach pains"), arthralgia ("hips pain"), back pain ("lower back pain"), dysuria ("pain during urination? It feels like razor blades"), rash pruritic ("rashes on my jawline"), neuralgia ("nerve pain/ nerve pain on my hnds, arms, legs."), swelling ("I feel by bed time I swell up"), feeling cold ("I have a cold without cold symptoms"), oropharyngeal pain ("sore throat"), cystitis ("bladder infection"), flatulence ("gas"), muscle strain ("feel like muscle pulled"), abdominal pain lower ("felt cramping on my both sides since procedure") and malaise ("feel sick "). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, alopecia, tooth disorder, abdominal pain, depression, anxiety, incontinence, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, uterine leiomyoma, nausea, vaginal discharge, fatigue, dyschezia, abdominal pain upper, back pain, dysuria, rash pruritic, neuralgia, swelling, feeling cold, oropharyngeal pain, cystitis, flatulence, muscle strain, abdominal pain lower and malaise outcome was unknown and the dermatitis allergic, female sexual dysfunction, abdominal distension, dysmenorrhoea, dyspareunia, weight increased and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dyschezia, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling cold, female sexual dysfunction, flatulence, genital haemorrhage, incontinence, malaise, menorrhagia, muscle strain, nausea, neuralgia, oropharyngeal pain, pelvic pain, rash pruritic, swelling, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 140 lbs. 1.5 to 1 coil outside of the os diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, leiomyoma of uterus. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. Reporter information updated. Events: pain during urination? It feels like razor, rashes on my jawline, nerve pain/ nerve pain on my hnds, arms, legs, I feel by bed time I swell up, I have a cold without cold symptoms, sore throat, bladder infection, gas, muscle strain, cramping & feeling sick were newly added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy. Concurrent conditions included body mass index normal, joint dysfunction, arthritis, sciatica and dysfunctional uterine bleeding. Concomitant products included eugynon (aviane) and norethisterone (micronor). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2011, the patient experienced rash ("allergic reactions/rashes on my face and arms/rashes on jaw line and arms"). In 2011, the patient experienced uterine leiomyoma ("fibroids"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain"). In 2012, the patient experienced tooth disorder ("dental issues/dental problems"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyschezia ("painful movement in bowels"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), abdominal distension ("swollen abdomen/bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("random stomach pains"), the second episode of abdominal pain ("abdomen pain"), arthralgia ("hips pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, alopecia, tooth disorder, depression, anxiety, incontinence, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, uterine leiomyoma, nausea, vaginal discharge, fatigue, dyschezia, abdominal pain upper, the last episode of abdominal pain and back pain outcome was unknown and the rash, female sexual dysfunction, abdominal distension, dysmenorrhoea, dyspareunia, weight increased and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, depression, dyschezia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, incontinence, menorrhagia, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: current weight 140 lbs. 1.5 to 1 coil outside of the os . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . On (B)(6) 2016 pathology test revealed, uterus, cervix, hysterectomy: chronic inflammation. Uterus, endomyometrium, hysterectomy: proliferative endometrium, myometrium with no histopathologic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, leiomyoma of uterus. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, fibroids, swollen abdomen, nausea, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, painful movement in bowels, random stomach pains, abdomen pain, hips pain, back pain. Outcome of following events were updated to recovered/resolved: rashes, bloating, cramping, hips pain, weight gain, dyspareunia. Preferred term of allergic reactions was updated from hypersensitivity to rash. Concomitant diseases, concomitant drugs, lab data and historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. On (B)(6) 2016 pathology test revealed, uterus, cervix, hysterectomy: chronic inflammation. Uterus, endomyometrium, hysterectomy: proliferative endometrium, myometrium with no histopathologic abnormality. Concurrent conditions included body mass index normal, joint dysfunction, arthritis, sciatica and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol;levonorgestrel (aviane) and norethisterone (micronor). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). On 1(B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), 1 year 1 month after insertion of essure. In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2011, the patient experienced dermatitis allergic ("allergic reactions/rashes on my face and arms/rashes on jaw line and arms"). In 2011, the patient was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain") and experienced nausea ("nausea") and fatigue ("fatigue"). In 2012, the patient experienced tooth disorder ("dental issues/dental problems"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyschezia ("painful movement in bowels"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), abdominal distension ("swollen abdomen/bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("random stomach pains"), arthralgia ("hips pain"), back pain ("lower back pain"), dysuria ("pain during urination? It feels like razor blades"), rash pruritic ("rashes on my jawline"), neuralgia ("nerve pain/ nerve pain on my hnds, arms, legs."), swelling ("I feel by bed time I swell up"), feeling cold ("I have a cold without cold symptoms"), oropharyngeal pain ("sore throat"), cystitis ("bladder infection"), flatulence ("gas"), muscle discomfort ("feel like muscle pulled"), procedural pain ("felt cramping on my both sides since procedure"), malaise ("feel sick "), muscle spasms ("yes this is spasms") and urinary tract infection ("you have a uti"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, alopecia, tooth disorder, abdominal pain, depression, anxiety, incontinence, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, uterine leiomyoma, nausea, vaginal discharge, fatigue, dyschezia, abdominal pain upper, back pain, dysuria, rash pruritic, neuralgia, swelling, feeling cold, oropharyngeal pain, cystitis, flatulence, muscle discomfort, procedural pain, malaise, muscle spasms and urinary tract infection outcome was unknown and the dermatitis allergic, female sexual dysfunction, abdominal distension, dysmenorrhoea, dyspareunia, weight increased and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dyschezia, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling cold, female sexual dysfunction, flatulence, genital haemorrhage, incontinence, malaise, menorrhagia, muscle discomfort, muscle spasms, nausea, neuralgia, oropharyngeal pain, pelvic pain, procedural pain, rash pruritic, swelling, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 140 lbs. 1.5 to 1 coil outside of the os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, leiomyoma of uterus. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received- new event yes this is a spasms, you have a uti were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), tooth disorder ("dental issues"), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("anxiety") and incontinence ("incontinence"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, alopecia, tooth disorder, abdominal pain, depression, anxiety and incontinence outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, depression, genital haemorrhage, hypersensitivity, incontinence, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.